Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states aviva meter readings were "300 and something" mg/dl and 130 mg/dl, obtained within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.